Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing without duplicating the report. The power interface module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Review of the log showed the parameters reset to the customer's default settings after the device was repowered. However, there is not enough evidence to conclude if the device powered off on its own or if the user turned the device off because the device does not record keystrokes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.